Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. During an attempt to perform a cyber security upgrade. The device went into backup vvi due to telemetry issue. A device download was performed successfully and restored to normal function. The patient was stable before, during and after the procedure, and will continue to be monitored.